Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Historical complaint review determined there is normal complaint activity for lot number 32677un22. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 32677un22 was identified.

Event description:
The customer stated that a false positive architect stat troponin-I result was generated for a patient sample. The result was not reported out of the lab. The following data was provided. Sid (B)(6). (B)(6) 2023. Initial result: 2.43 ng/ml (positive). Repeat results: 0.04, 0.05, 0.04 and 0.03 ng/ml (negative). Customer reference range: <0.08 ng/ml negative. No impact to patient management was reported.